Event description:
Event detail: I am an ob/gyn physician at (B)(6) hospital and I need to report a complication following the use of the insorb stapler. I believe that there was a device malfunction, which resulted in a wound separation, requiring the patient to be taken back to the operating room for repair the following day. Insorb 30 stapler 2030 e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Manufacturer narrative:
Investigation. X-no sample returned . Analysis and findings distribution history the complaint product was purchased from coopersurgical medical - costa rica. Manufacturing record review: a review of the device history record could not be performed because the lot/serial number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot/serial number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review the incoming inspection review is not applicable for this product. Service history record no prior service history record was found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit has not been returned to coopersurgical. Visual evaluation: an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action complaint unit has not been returned to coopersurgical so the complaint could not be confirmed. No further corrective actions necessary. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends. Ref: MDR number: 1216677-2022-00198.

Event description:
Event detail- I am an ob/gyn physician at beaumont farmington hills hospital and I need to report a complication following the use of the insorb stapler. I believe that there was a device malfunction, which resulted in a wound separation, requiring the patient to be taken back to the operating room for repair the following day. 1216677-2022-00198 insorb 30 stapler 2030 (B)(4).